Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No unexpected low battery or power error alarm was noted. The insulin pump was monitored for several days and the sleep currents were within specification. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose was unknown mg/dl. The customer stated that this is second occurrence of replace battery now without a low battery warning. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the device until replacement arrives if they insert a new battery.